Event description:
Additional information received reported that the patient was still experiencing high impedances. It was stated that multiple x-rays were taken but they proved to be inconclusive. The patient was referred to a different hospital and was being evaluated but their staff. The patient was not receiving adequate therapy. Further information has been requested and if received a follow up report will be sent.

Event description:
Additional information received reported that the patient device was changed on (B)(6)2013, and post-operative impedances were all normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0309688v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0454977v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was going to be scheduled for surgery, but the date was unknown. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported, the patient was scheduled to meet with a neurosurgeon for an evaluation to determine the need for a revision or system replacement, no date had been confirmed. It was noted, the patient had a bump around the stimulator pocket that appeared to be "the pocket adaptor being pushed out from underneath the stimulator and pressing against the edge of the pocket, but until x-ray's can be taken this cannot be stated 100% that this was the case." It was noted, it was not painful nor did it appear on the surface to be interfering with therapy in any way. According to the patient the system is "working but not as good as it was prior to their stimulator replacement."

Event description:
It was reported that during a routine stimulator replacement the left hemisphere lead showed high impedances. The lead showed greater than 39 ,000 ohms for all combinations with the '0' electrode. The pocket adaptor and extensions were disconnected, cleaned, and then reconnected. Impedances were tested again, but showed greater than 40 ,000 ohms on the same combinations. The device remained implanted and was turned on in recovery. Electrode '0' was used in programming and therapy impedance showed ''high'' impedance and ''0.9ma" for the current. The patient's status was listed as no injury and no adverse event. There were no patient symptoms related to this event. A little less than two weeks later, it was reported that the patient was scheduled to see their managing neurologist and programmer to ensure they are receiving therapy. The patient's outcome was stated as being unknown. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.